Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had plunger claws do not work was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "plunger claws do not work." Additional notes provided by the facility¿s clinical engineering support services include: "the units plunger claws were unable to move because something had spilled on the unit and was jamming the mechanism. I removed the plunger claws, cleaned them off, and verified that they were able to move freely again. I also noticed that the units right iui connector was corroded, so I replaced that with a new one.I recalibrated the unit, ran it through all of its pm tests, and ran it through a 60 ml dry infusion with no other issues." Reported problem cause description: "mechanical - electrical." There was no reported patient involvement. Although additional information and product return have been previously requested, the customer provided a general statement that ¿no further information will be provided, including patient demographics and no products will be returned.¿